Manufacturer narrative:
After service, the customer confirmed the issue did not recur. The root cause was determined to be an issue with the pressure sensor. The issue was resolved by exchanging the pressure sensor at the sample probe.

Manufacturer narrative:
On the date of the event, the investigation found several alarms including an abnormal aspiration alarm. The customer performed precision testing with acceptable results. The field service engineer replaced various parts and performed adjustments and cleanings. He performed performance testing with ok results. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3, ureal urea/bun, tina-quant c-reactive protein IV, results for 4 patients tested on a cobas c 503 analytical unit. The initial results were not reported outside the laboratory. The customer realized there was a "clotted needle" and performed repeat testing with the samples. On (B)(6) 2021 and at 19:59, sample ID (B)(6) had an initial crp result of 26.1 mg/l. On (B)(6) 2021 and at 12:34, sample ID (B)(6) had a repeat crp result of 179 mg/l. On (B)(6) 2021 and at 17:07, sample ID (B)(6) had an initial glucose result of 2.89 mmol/l. On (B)(6) 2021 and at 08:59, sample ID (B)(6) had a repeat glucose result of 9.63 mmol/l. On (B)(6) 2021 and at 15:47, sample ID (B)(6) had an initial glucose result of 1.89 mmol/l with a data flag. On (B)(6) 2021 and at 15:47, sample ID (B)(6) had a repeat glucose result of 4.38 mmol/l. On (B)(6) 2021 and at 18:37, sample ID (B)(6) had an initial ureal result of 2.67 mmol/l. On (B)(6) 2021 and at 09:04, sample ID (B)(6) had a repeat ureal result of 13.6 mmol/l. The crp reagent lot number was 558718 with an expiration date requested but not provided. The glucose reagent lot number was 577468 with an expiration date requested but not provided. The ureal reagent lot number was 583201 with an expiration date requested but not provided.